Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, foreign material adhered/clogged in a/w-cylinder and a/w-channel was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water (a/w) tube and cylinder with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was reported on february 20, 2024, as a non-pae reportable event. The pae reportable evaluation found the air/water (a/w) tube and cylinder had foreign material on (B)(6) 2024. G3 in the medwatch has been updated to reflect the reportable finding date based on evaluation. Mp-421050-05mar2024.